Event description:
It was reported that the customer noticed that the valve of the foley catheter was oddly shaped at the point of opening before use. On visual inspection, they made sure that the valve spigot was pushed in short and discarded the components.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer noticed that the valve of the foley catheter was oddly shaped at the point of opening before use. On visual inspection, they made sure that the valve spigot was pushed in short and discarded the components.

Manufacturer narrative:
The reported event is confirmed cause unknown. Received 1 silicone foley catheter with attached drainage bag with no original packaging. Cap of catheter appeared loose and was able to be moved up and down. Pushed down onto inflation to ensure cap was seeded properly into catheter. Also received 4 photo samples. First photo sample shows top overview of catheter. Second, third, and fourth photo samples show different angles of inflation cap. Based on the physical sample received the product does not meet specifications which states "visible breakage or cracks not allowed on cap surface.". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inappropriate package design. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions that would have contributed to the reported event. The labelling review is not required as labelling would not have prevented the reported event. Correction: d,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.